Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 17 mg/ml bupivacaine at 7.693 mg/day and 50 mg/ml morphine at 22.628 mg/day via an implantable pump for non-malignant pain. It was reported that a volume discrepancy occurred during a refill on (B)(6) 2016. The actual residual volume (arv) was 26 ml while the expected residual volume (erv) was 5.2 ml. At the patient's previous refill on (B)(6) 2016, the arv was 6 ml while the erv was 5.1 ml. This was not the first refill after implant or revision. The logs were checked and no issues were seen. The hcp requested to know if there was a sensor in the pump if something was blocking the catheter like an inflammatory mass, however it was reviewed that there was no sensor. It was stated that the patient did not have radicular pain. The patient had a 10% increase at the last refill in (B)(6), however more pain was reported at the current refill. It was noted that the pain was likely due to the patient only getting 50% of the drug. The patient was sent for a CT scan and the rate was decreased by 50%. A CT of the abdomen was obtained. The intrathecal catheter was intact with stable position since 2012. The patient was supplemented with oral pain medication. It was noted that the patient had to return to another hospital to rectify a complication from another surgery and would be seen by a physician this week for further pump assessment. The cause of the volume discrepancy remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.